Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. It was determined the cause of the issue was a open circuit on fuse f1 of the power supply module. The power supply module was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not turning on at all. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not turning on at all. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.